Manufacturer narrative:
Block b3 date of event: approximately about a week before replacement procedure (B)(6) 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient did not receive the elective replacement indicator (eri) message before the implantable pulse generator (ipg) reached the end of battery life. Due to the lack of warning the patient experienced a sudden loss of stimulation resulting in a return of parkinson disease symptoms such as bradykinesia, rigidity and tremors. The patient underwent an urgent revision procedure where the ipg was replaced. The patient was doing well postoperatively.